Event description:
This pt had a known highly angulated and short neck. In 2007, this pt rec'd a gore excluder aaa endoprosthesis trunk ipsilateral leg component. Optimal seal was not achieved post-deployment; therefore, an aortic extender component was implanted. After deployment of the aortic extender, both devices dropped into the aneurysm sac. The physician converted the pt, explanted both devices, and surgically repaired the aneurysm. The procedure was successful and the pt is doing well. The explanted devices were discarded at the facility.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note attached list of add'l devices implanted in this pt.